Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower system, there were auxiliary tower ghost failures, and the loaded medications were not accessible. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-mar-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device displayed a failed hardware icon, but nothing was listed in the recover failed storage spaces. The field service engineer completed a repair on full height drawer and found tower doors were marked as failed and replacing tower control board and calm sled and reimaged station the issue remained same. A technical support specialist found that pse cleared error in database to resolve the issue. The system functioned as intended after the technical support specialist repaired the device.